Event description:
The customer reported that the system made a clicking sound and after rebooting the system, the c-arm displayed a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The flip flop handle was reattached, the high voltage cables were checked and regreased. The spacer on the printed circuit board was removed because of damage. The fluoro functions board voltage was increased to 5.15 vdc. The system was tested and found to be working as intended and put back into service.